Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed, the patient's scs system was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving relief from her scs system and has experienced discomfort from the stimulation. As a result, the patient will undergo surgical intervention.